Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a shocking or jolting sensation. When the device settings were turned down to a level that she was not getting shocked, her symptoms returned. When the stimulation was turned back up, the shocking returns. Further info is being requested from the healthcare professional.